Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the patient experienced heart block that required pacemaker implantation. An atrioventricular (av) block occurred during ablation of the earliest site of atrial tachycardia (at) near his with a stsf catheter. The patient had av block when she left the room and left without placement of temporary pacemaker because the ventricular rate was 50 bpm due to supplemental rhythm. If the av block does not improve in the future, pacemaker placement is planned, which may prolong her hospital stay. The correct catheter was selected for the smart ablate generator setting. Pump flow setting was controlled correctly by the smart ablate generator. No error messages were displayed on the biosense webster inc. (Bwi) device during the procedure. This symptom was unrelated to the product and was a procedural problem. No abnormalities observed prior to or during use of the product. No noteworthy examination or laboratory data. The physician's opinion on the cause of this adverse event is the procedure, unrelated to the product. A leadless pacemaker was implanted. Patient improved but required extended hospitalization for 4 days because of pacemaker implantation.

Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). Information received indicated that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31265463l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).